Event description:
During the procedure, the infusion pump alarmed and could not be restarted. The ekosonic device was returned for eval. During examination of the device, it was discovered that the distal marker band was missing and the proximal marker band had been moved. The user facility and contacted and indicated the marker band was not seen no fluoroscopy as the procedure was completed. Therefore, they concluded the marker band remained in the introducer sheath and was discarded. No adverse events or pt injury were reported.

Manufacturer narrative:
Add'l model # 30cm. Investigation summary: inspection of the returned catheter confirmed the marker bands had been properly swaged onto the catheter during manufacture. The pinch marks left by the swaged bands were clearly visible. The condition of the device was consistent with having been withdrawn through a rotating hemostasis valve before it had been adequately loosened resulting in removal of the marker bands.